Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard a tone coming from their cardiac resynchronization therapy defibrillator (crt-d), which fit the description of a magnet tone alert. The device remains in use. No patient complications have been reported as a result of this event.